Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had a bubble in port 5. This was observed during setup. Smoflipid were switched to port 4 to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.